Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Section b3: the event date has been estimated to capture the onset of the infection.

Event description:
It was reported that the patient experienced low flow alarms that resolved spontaneously. Log file review showed multiple strings of low flow alarms on (B)(6)2023. It was later reported that the low flow alarms were caused by an abscess in the chest. The patient was asymptomatic. Additional information revealed that a pump infection was diagnosed in (B)(6)2023. Cultures were negative, but a washout was performed, and a wound vacuum assisted closure (vac) was placed. The patient remained in the intensive care unit (ICU) with the wound vac with possible removal the week of (B)(6)2023.